Manufacturer narrative:
G3, h2,h3 and h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was broken into two pieces, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical investigation concluded that no relevant clinical information was provided for inclusion in this investigation. Therefore, a thorough medical investigation cannot be rendered, nor can the root cause of the reported breakage be determined. Based on the information provided, the two broken pieces of the journey ii cr locking femoral impactor bumper left did not fall inside of the patient. Per the report, the surgeon completed the procedure without delay with a backup device since there was no patient harm reported, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, a journey ii cr locking femoral impactor bumper left broke in two pieces during impaction, no pieces fell inside the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.